Manufacturer narrative:
The device has been received and the investigation is underway. A supplemental report wll be filed upon completion of evaluation.

Event description:
The complainant reported inserting a (B)(6) male patient presenting to the intensive care unit with cardiogenic shock on (B)(6) 2018. Patient was sedated, ventilated, and an impella cp pump was inserted into the right femoral artery without any complications. During procedure, an alarm for loss of placement signal occurred and was resolved. In addition, multiple suction alarms were present. Echo was performed and correct positioning of the device was achieved. Despite troubleshooting, suction alarms continued. Hematuria was visible during procedure and physician confirmed hemolysis present, however, no measurement of plasma free hemoglobin was taken for definitive diagnosis. Due to continued suction alarms, the pump was removed. Patient was treated with continuous veno-venous hemodialysis and an intercooler. Physician believes impella pump responsible for hemolysis. The signs of hemolysis and suction were not treated with any volume per the IFU as recommended: "suction may occur if the blood volume available for the impella® catheter is inadequate or restricted. Suction limits the amount of support that the impella® catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure."

Manufacturer narrative:
The product was received and a failure investigation was performed. A small amount of biomaterial was discovered on the pump. Biomaterial was removed, pump was cleaned, and device passed simulated use testing for hemolysis. Data logs confirm suction alarms and pump out of position. Hemolysis may have been caused by biomaterial identified and/or pump housing sitting too close to aortic valve; either situation could result in excess shear stress on red blood cells. A device history review was conducted and found no manufacturing issues were identified. Due to pump passing failure analysis testing, we're unable to definitively determine a root cause of the reported hemolysis.